Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the small battery drive device control lever was stuck in the coupling head and the coupling lever and motor were corroded. It was also observed that the device failed the off/osc/on check (step 70) and the oscillation angle check (step 80), switching function check (step 90) and the compatibility check (step 110) and the function with electric pen drive (epd)-console (step 120) pre-tests. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a unspecified veterinary surgical procedure, it was observed that the on/off mode selector switch on the small battery drive device was getting stuck on the on mode. According to the reporter, the surgeon was unable to use one finger to slide the switch out of the on position. It was further reported that when in the on position, as is normal the motor activated and performed without any issues when the triggers were pressed and there was no sticking of triggers. There were no delays to the surgical procedure. A spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.